Event description:
Customer's spouse called to report death. Customer had cancer for five years and was taking various medications, which was causing his kidneys to shut down. Cause of death was cardio infarction, diabetes mellitus and multiple myeloma. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.